Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-june-2024, it was reported by the patient that four infusions set fell off due to which hyperglycemia occurs within one day of use. High blood glucose level was 375 mg/dl. Event was occurred on 06/01/2024 and 06/05/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.